Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. The customer reported issue was not confirmed and the assignable cause is undetermined. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device history review revealed a system error 03012 appeared; the device was reworked and passed all subsequent testing prior to its release. A 2 year review of service data was performed for homechoice cycler serial number (B)(4), which revealed the device was serviced on 1 occasion prior to shipment to the customer, however no issues that could have caused or contributed to the patient passing away were revealed.

Event description:
A caregiver (cg) contacted baxter's technical service center to report the patient passed away. Follow-up from baxter global pharmacovigilance (gpv) provided the following information obtained from the home patient's (hp) registered nurse (rn). The rn stated she did not know if the death was related to the baxter pd therapy that the patient was on. The rn also stated a letter has been sent to baxter to decline answering any additional questions. No further information is available.